Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hyperglycemia associated with suspected leakage from glass insulin cartridges used with the ilet pump, attributed by the user to failure of the internal rubber seal that allowed insulin to drain into the reservoir and raised concern for potential fluid ingress into the pump. Symptoms included elevated blood glucose readings over 300 mg/dl. Outcomes included the need for user intervention to address high glucose events without hospitalization. Investigation included complaint intake review and troubleshooting and education with the user, with no device alerts or alarms reported. Investigation of this case revealed a suspected cartridge integrity or seal issue consistent with a leaking or damaged cartridge component, which could interrupt insulin delivery and lead to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was suspected component failure of the cartridge seal leading to delivery interruption.